Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. No phone number provided. The manufacturer¿s international service technician confirmed the reported display issue. The manufacturer¿s international service technician replaced the pcba,vga controller to address the reported problem.

Event description:
The customer reported that the display was not working. No patient or user harm was reported. Event date not specified; estimate used.